Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance in the superior vena cava (svc) coil. A follow up with the patient¿s healthcare provider yielded that the svc coil was programmed off. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.